Event description:
An elderly male with septic shock, acute respiratory failure, and acute renal failure was in the ICU for four weeks, and then moved to the respiratory area. The fecal management system (fms) device was inserted and then removed 17 days later, prior to the colonoscopy procedure. The wound, ostomy, and continence (woc) nurse was alerted the day after the device was removed and informed risk management and clinical director regarding report from rn/ gi physician of "anal tear and ulcer, likely due to rectal tube."patient had admitting diagnosis of anemia due to gi blood loss five days before the fms device was removed. The ICU nurse noted blood in the stools two days later and notified physician with okay to continue with rectal tube. A colonoscopy by the gi physician showed ischemic colitis, visible vessel in splenic flexure, cauterized, anal tear and ulceration. Observation of the patient has continued since the device was removed with no further procedures performed. Gi bleeding from rectum was again noted six days after the device was removed with 1 unit of rbc's given. No further gi bleeding has been noted. The fms system was not saved for evaluation.